Manufacturer narrative:
A field engineering specialist replaced the photometer lamp and the photometer lens window. Discrepant high crep2 results from a cobas integra 400 have been seen sporadically in the past. Investigations have shown that the observed issue is consistent with a reagent carryover affecting crep2. If a preceding test containing dextran sulfate (ds) if pipetted first followed by cholesterol gen 2, the crep2 results can be affected. Based on the investigation findings, an extra wash cycle has been implemented at the customer's laboratory. A definitive root cause of the carryover has yet to be determined.

Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable crep2 creatinine plus ver.2 results for 3 patient samples tested on a cobas integra 400 plus. Patient 1 initial crep2 result 144.1 umol/l. On (B)(6) 2018 the customer tested the same patient sample on both an integra 400 plus and on a cobas 600 at a different laboratory. The crep2 result from the integra 400+ was 107.0 umol/l and the crep2 result from the cobas 6000 was 100 umol/l. Patient 2 initial crep2 result 119 umol/l with a repeat of 79 umol/l. Patient 3 initial crep2 result 60 umol/l with a repeat of 90 umol/l. The erroneous result for patient 1 was reported outside of the laboratory the crep2 result of 107.0 umol/l was deemed to be correct and an amended report was issued. There was no allegation of an adverse event. The crep2 reagent lot was 33771901 with an expiration date of 31-jan-2019. The customer replaced the sample probe and performed precision testing. A field engineering specialist cleaned the wash station and performed precision testing. The investigation is currently ongoing.